Event description:
It was reported that a malfunction occurred on a pump. Customer¿s blood glucose level was 290 mg/dl. Technical support assisted the customer with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccurred.